Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: 5006039. Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-50. Serial number: (B)(6). Batch/lot number: 5006100. Model/catalog description: infinion pro lead kit, 16 contact, 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 37746975. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had never gotten pain relief with spinal cord stimulator (scs) system. The patient subsequently underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were kept by the medical facility and will not be returned.